Manufacturer narrative:
Health effect - clinical code :e231201. Health effect - clinical code :e233001. Health effect - clinical code :e0717.

Event description:
The patient reported that she feels the device going off sometimes every 18 seconds/40 seconds, sporadically. The patient feels like she is hit in the chest, difficulty breathing, fatigued, sleeping all day, and headaches. She is using the magnet to disable the device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's device was disabled. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient reported that since the device is off she is now able to sing and can exercise better, indicating voice alteration and dyspnea has resolved. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
F10. Proposed second level coding - voice alteration to capture hoarseness or other vocal changes.

Event description:
Patient presented with high impedance and increased seizures. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.